Event description:
It was reported that during a kyphoplasty procedure,the scrub tech attempted to open the monomer for the cement, when the glass vial broke unevenly. According to the report, it was "very jagged and almost cut the hcp (health care professional)". No injuries were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.